Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that an eos/eol message was seen. It was reported that the patient called on christmas eve and indicated she had seen an eri message on the patient programmer. It was stated that the patient was a ¿very high energy user¿ and that the manufacturer¿s representative ¿knew this was going to happen soon¿. It was reported that electrode 2, 3, and 4 were showing >10000 and >20000 ohms. It was reported that the patient was getting the coverage she needed. It was reported that some of the programs were using those electrodes. It was unknown when these out of range impedances started to occur, but that this was the first time the manufacturer¿s representative had seen high impedance with the patient. It was stated that the patient was currently scheduled for implantable neurostimulator (ins) replacement this thursday to a rechargeable device. It was reported that when the ins battery was checked it displayed 2.9v. It was reported that the patient¿s programs were: 1. 2 anodes and 2 cathodes; 8.06v/360pw/80hz 2. 4 cathodes and 1 anode; 8.8v/300pw/80hz eri: 0 months and eos: 2.38 months additional information received reported that the patient¿s replacement surgery was postponed to (B)(6) because the patient had a cold. Further information was requested but not received at the time of this report.